Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
This patient was previously implanted with bilateral common iliac artery stents. As reported, in 2008, the delivery catheter for a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was advanced through an 18 fr gore introducer sheath. When the leading end of the delivery catheter was advanced through the patient's common iliac artery, resistance was felt. The previously implanted stent became dislodged and was pushed proximally. The physician was unable to remove the un-deployed trunk-ipsilateral leg component and the 18 fr gore introducer sheath; therefore, the patient was converted to open surgical repair. The sheath and device were removed and discarded. The patient tolerated the open surgical repair.